Manufacturer narrative:
The non-visual investigation has been completed and the results are as follows: DHR results no DHR was available for review. The device was fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the device was not returned for evaluation. Root cause: the root cause cannot be explicitly determined. IFU 9091 rev 3.0 (comfort bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, it was reported that the patient used warm water to wash and maintain the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The haley test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
An investigation of the reported incident is still in progress. A follow-up report will be submitted once completed.

Event description:
It was reported that a patient experienced an allergic reaction to her lips and gingival (gum) area. The area is red and swollen. The patient has had her appliance since (B)(6) 2017, and has worn it multiple times; however, cannot continue to wear it due to the reaction. It is unknown how long the patient suffered the reaction, nor the duration of time, or date of occurrence. The patient reported the reaction to the dental office in the beginning of (B)(6) 2017. Patient came in for impressions a week later for a remake of the device.